Event description:
It was reported that the patient had a burning sensation at the location of the implantable neurostimulator (ins) that could be felt whether the stimulation was on or off. The burning sensation had started the day after the patient had been in a car accident. During the car accident the patient had been hit from behind and then she hit the steering wheel and her body bounced back and ¿on waist line on corner where stimulator is, hit hard corner in the car on the right side.¿ the burning sensation had gotten worse since the time it had first started. The ins had also moved ¿a little¿ and was protruding as it wasn¿t flat and was ¿popping out.¿ the patient had lost 27 pounds. The patient¿s healthcare provider (hcp) ¿¿wouldn¿t get involved until the patient got a lawyer.¿ the ins had been interrogated and no impedance issues were found. The patient had noted that ¿they checked it and found nothing wrong.¿ there was no redness or swelling at the pocket site and the stimulation was in the correct location. The patient had been scheduled to have a pocket revision on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID ne u_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's complaint to the manufacturer representative was not burning but rather position of battery placement. The battery did appear to have migrated to a position where it was uncomfortable. The battery was replaced and repositioned as per the implanting doctor on (B)(6) 2014. The patient was happy about the reposition of the battery.